Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to a defective pressure sensor / transducer or corresponding measurement electronics on the sensor board electronics on the inspiration block. Advised customer that the inspiration block needs to be replaced.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. However, vyaire medical technical support reviewed the logfile and initial analysis found that the date does not update during calibration for zero and gain. Also, the blower transducer is defective and outside zero tolerance. Therefore, root cause has not been determined yet. Advised the customer to replace the unit inspiration block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the prior patient use, bellavista1000 presents problem in passing the circuit test. The customer used different circuits, flow sensors and valve but the problem persist: "pressure measure vary too much". Also, the device doesn't update the date when calibrate to zero pressure and pressure gain. Furthermore, there was no patient associated with this event.